Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and multiple back operation. It was reported that all of a sudden last night, patient started to get a severe burning and shocking where the ins was. Patient turned ins on for a while and then turned ins off. The ins was off and patient was still getting shocks and burning. Patient was offered to check with patient programmer to make sure ins was off. Patient stated that they knew how to use the programmer and see when ins was off and noticed the lightning bolt was gone. Patient turned ins off with the middle button on the side. Patient confirmed they did not had any falls or trauma. Patient was redirected to their hcp. Patient had set up an appointment with the hcp for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the device was readjusted for spreads but it was not working. The patient also stated they did not know what circumstances that led to the shocking and burning and the issue had not been resolve.